Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the distal metal part of the prograsp forceps instrument got out from the shaft. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the reporter confirmed that the damaged part was the distal tip of the shaft, where the metal socket of the wrist begins. Specifically, the shaft came out of the metal socket. It worked properly but they saw it in the monitor. The instrument was inspected prior to use and there was no damage observed. Prostate retraction was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during procedure. There was no difficulty in removing the instrument (e.g., was there resistance upon removal of the instrument through the cannula). There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The reporter confirmed there was no material missing.

Manufacturer narrative:
Failure analysis investigations have replicated and confirmed the customer's reported complaint. The primary failure of the dislodged instrument proximal clevis was found to be related to the customer's complaint. The prograsp forceps instrument was found to have a dislodged proximal clevis, which is attached to the main tube. In addition, the instrument was found to have a broken main tube at the distal tip. A piece measuring approximately 3.10 mm x 3.90 mm was missing and not returned. Components adjacent to this broken main tube do not show any damage.